Manufacturer narrative:
Result of investigation: during the examination, a chemically damaged distal soldered seam was detected. Moisture has penetrated the rod lens system and there are residues behind the distal cover glass. Damage identified by the service evaluation: dist. Soldered seam chemically damaged/leaking. Moisture in the lens system. Moisture on the eyepiece. Residue behind the dist. Coverslip. The customer's information "fog reduced image quality during use" can be confirmed. Due to the chemically attacked and leaking soldering seam, moisture and residues could penetrate the rod lens system and negatively affect the imaging. Behind the cover glass, there are deposits / residues that affect direct imaging. The observed impairments are not due to a manufacturing/production defect. Likely, the damage was caused by clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that fog reduced image quality during use. Another instrument set had to be taken, which took about 10 min. The medical procedure was successfully finished with another instrument set. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).